Event description:
Report received of a tubing separation at the y-port. The customer reports that the tubing separated into two pieces (at the junction where the tubing goes into the hard plastic y-site.) The pt was receiving vancomycin via a central line, exact frequency and dose unknown to the rptr. The pt had connected the tubing set to receive the dose and reported that it was infusing ok. The pt fell asleep on the couch and woke up because pt felt something wet. The separation was noted and per the pt, "there was a large amount of blood loss from the line." The amount of vancomycin that might have infused or leaked is unknown to the reporter. The central line remained patent. The pt did not tell the nurse until their visit the next day. A cbc was drawn at the visit and the result was within normal limits. No report of adverse pt effect. Additional patient information was requested, but no further info was available.